Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a hawkone directional atherectomy device to treat a 60 mm fibrous lesion with little calcification in the distal sfa. The artery was non-tortuous, 5 mm in diameter and had 70% stenosis. The procedure used a 6fr non-medtronic 45 cm sheath and 5 mm embolic protection. The lesion was not pre-dilated but was post-dilated. The hawkone was prepped as per the IFU with no issues identified. The guidewire was hydrated at preparation. The hawkone was advanced over the bifurcation. It was reported that the physician experienced severe resistance while withdrawing the device, and the wire ripped through the wire lumen on nosecone when removing at sheath. The tip did not separate at the hinge point. The guidewire did not lock up on the catheter and the guidewire lumen was not torn on the distal tip. The physician did not notice the guidewire prolapse. A new hawkone device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Device evaluation summary: the hawkone was returned with a cutter driver inserted. The hawkone was inspected- the torque shaft was bent at an approximate 90 degree angle beneath the strain relief. The structural integrity of the laser drilled coil segment of the hawkone was compromised. It was discovered the distal assembly was curved back around itself with biological debris within the inner diameter of the distal assembly. The guidewire tubing of the laser drilled coiled section showed a zipper tearing throughout the component. The proximal end of the guidewire tubing showed a piece of the tubing flared out and detached. The laser drilled coils where observed compressed against each other at the areas of the curve. Due to the damage observed, the distal assembly was more flexible than intended. It was verified the cutter assembly was attached to the distal end of the drive shaft. If information is provided in the future, a supplemental report will be issued.